Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any issues related to the customer complaint. An interior inspection was performed and found contamination on the speaker diaphragm. The reported event of a low audio output was confirmed. The root cause was determined to be an assembly error.

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 to claim low audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised territory business manager to test the alert functionality and reported alerts were functional, but audio volume was low.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.